Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion tests. The insulin pump was received stuck in a motor error alarm loop during bolus delivery. The insulin pump's motor passed the motor test. The motor may have had an intermittent failure not detected during analysis testing. The insulin pump was received with a scratched lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was able to resolve the issue. The device was returned for analysis.